Event description:
In 2008, the patient reported that she received the 09 (technical inspection due) alarm on her infusion device, and she switched to her backup. She stated that she does not believe, she received any of the prior 8x (88, 86, 84, 82) alarms warning her that the infusion device would soon shut down. She stated that it is possible that she did receive the alerts, and she silenced them without looking at the display of the infusion device to verify the alarm. She stated that she does not recall any of the 8x alerts being listed in the alarm history of the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.